Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was postponed and finished later. Customer reported to philips that the system was not booting up. The complaint did not include further details about the nature of the issue. No service action was performed by the philips, since the issue was resolved by the third-party engineers. To date, no further information was received. The codes were updated based on the investigation outcome.